Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor of the subject device disappeared for a moment after starting up the system. But it restored immediately and the issue occurred during pre-use inspection. There were no reports of patient involvement.